Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as during the implant procedure it exhibited a decrease in sensing in several positions. The lead was repositioned approximately eight to ten times and it was then noted that the pacing impedance decreased to less than 300 ohms, which is low out of range. Reportedly, with the implant of the lead the patient developed a complete heart block and the sensing was not measurable. The physician requested a new lead and it was successfully implanted. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than surface cuts in the insulation, which are likely induced damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance low out of range, low amplitude or poor morphology and difficult to position.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as during the implant procedure it exhibited a decrease in sensing in several positions. The lead was repositioned approximately eight to ten times and it was then noted that the pacing impedance decreased to less than 300 ohms, which is low out of range. Reportedly, with the implant of the lead the patient developed a complete heart block and the sensing was not measurable. The physician requested a new lead and it was successfully implanted. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis. The lead was returned for analysis.